Event description:
Boston scientific crm received information that this device triggered a remote monitoring alert due to the device's end of life (eol) battery status, which was declared 60 days after elective replacement indicator (eri) battery status was declared. Eol was due to an extended charge time. A boston scientific field representative was working with the patient's health care provider to schedule a device check and replacement. No adverse patient effects were reported, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.